Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 166 mg/dl (system 1) and 456 mg/dl (system 2). No adverse event reported. The same test strip lot number was used for both meters and results. Return of the suspect device was requested for evaluation.